Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial tachycardia with a navistar thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. After transseptal puncture, during mapping, the patient became hypotensive and reported feeling weak. Left atrial tamponade was confirmed via ultrasound. Pericardiocentesis attempt was unsuccessful. Patient was transferred to the operating room for a pericardial window. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for recovery. Patient outcome is improved. Medical history includes 3 previous electrophysiology studies. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No ablation was performed in the left atrium (area of injury). Physician did not indicate that there were any concerns with the navistar thermocool catheter or any bwi equipment.